Event description:
It was reported that the reamer tip broke off. No patient consequences were reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). H6: component code: mechanical (g04) - drill. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. D4: attempts have been made to gather all product identification information and no further information has been provided. The reported event was confirmed by review of pictures. Visual examination of the provided picture identified the tip of the reamer was broken. The device history record was not reviewed as lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.